Manufacturer narrative:
Block b3: exact date unknown, event occurred winter of last year. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. (B)(6).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a procedure wherein the leads were replaced with a paddle lead for a magnetic resonance imaging (MRI) capability. The patient was doing well postoperatively. The explanted devices were disposed and will not be returned.